Manufacturer narrative:
(B)(4). The tracheostomy tube referenced in this report is expected to be returned to the manufacturer for further failure analysis. As additional information is obtained, a supplemental report will be issued.

Event description:
A report was received stating that a fenestrated tracheostomy tube experienced a leak during a free flap surgical procedure. The surgeon placed the tube using the fenestrated inner cannula in the locked position. Upon initiating ventilation, no positive end-expiratory pressure (peep) was detected. Upon inspection, the staff noticed a significant leak. The tube was then replaced with an identical device but the leak persisted until it was replaced with a non-fenestrated tube. The removed tube was tested on a test lung, at the user facility, where it was found to have a significant leak from the fenestration with an appropriately locked inner cannula. The leak was reported to be resolved by occlusion of the tube. There was no patient harm reported. No additional information was provided by the user facility.